Manufacturer narrative:
However during post dilatation, the patient suffered a major adverse event of aphasia and left sided hemiparesis. The diagnosis was stroke (embolic). The onset was sudden. The duration of the event was permanent. The neurological event was evaluated and determined to be unrelated to the cordis product and the index procedure. Further information revealed the patient expired approximately one month following the index procedure. The cause of death was a myocardial infarction (mi). Per medical personnel the event was not related to the cordis product or the index procedure. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of two products involved in the same patient and reported under manufacturing number 1016427-2008-00033 and 9616099-2008-00302.

Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the proximal right internal carotid artery, the patient suffered a stroke. The patient was enrolled in the study. Pre-procedure medication was not documented. There was no occlusion in the contralateral side. The reference vessel diameter was 6.04mm and lesion length 24.0mm with a diameter stenosis of 95%. The geometry of the lesion was described as eccentric and ulcerated. The qualitative lesion calcification was not documented and vessel tortuousity by visual inspection was mild. Pre-dilatation was performed. An angioguard distal protection device was used, which was deployed and retrieved successfully without technical problems. Upon retrieval of the angioguard device, there was no debris found in the basket. A precise stent was deployed successfully. There was no bleeding and no perforation. The total length of stented segment was 40.0mm and final target lesion percent diameter stenosis was 25%.